Event description:
Clinical study. One hundred twenty four days after a coronary artery drug eluting stenting procedure the pt expired. Target lesion 1 (10.0 mm long) was identified in the mid left anterior descending (lad), with 90% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with direct stenting and placement of a 3.5 x 16 mm taxus express2 8.8% drug eluting stent, reducing stenosis to 30%. The pt was discharged the next day on asa and plavix therapy. The pt was admitted to the hosp 3 months later, secondary to debilitation with recent hospitalization for severe congestive heart failure, renal failure and respiratory failure secondary to epistaxis. One hundred twenty two days post index procedure, the pt's condition dramatically declined with dispnea secondary to anemia, end stage cardiomyopathy and enterococcal bacteremia. Pt and family requested to end all treatment and allow pt to go home with hospice care. The pt passed away at home 2 days later. Cause of death per death certificate is "anemia".